Event description:
It was further reported that, per the physician, the patient's seizures are at pre-vns level. The increased seizures are related to stimulation/the reported lead fracture. Per the physician, the patient's ongoing seizure semiology could be contributing to the increase in seizures the patient is experiencing.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance. Per the clinician, the patient's father believes this started in mid-december, as the patient had increased seizure frequency and clustering. However, it is noted that this can occur during the patient's normal seizure pattern of fluctuation. As increased clustering of seizures continued, the physician was notified. The patient underwent a lead replacement, where a clearly fractured lead was seen. After the lead replacement, the impedances were seen within normal limits. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Product analysis for the lead was completed. One portion of the lead assembly was returned for analysis (452mm). Two sets of setscrew marks were observed on the connector pin, as well as several scratches. Canted spring scratches were overserved on the connector ring. The coils were notably kinked in some areas - likely due to manipulation during the explant process. Dried bodily fluids were observed on the lead connector and helices. The tubing appears to be compressed, and abrasions were seen in the connector boot and outer tubing area, possibly caused by wear, but did not penetrate. Tie-down abrasions were seen on the outer tubing at 281-287mm, 336-342mm, and 393-400mm. A ring inner tube opening, as well as a ring coil break and break mate were observed at 433mm, near the anchor tether. The tube opening is stated to look hazy and grainy. The straight edge of the opening indicates it was cut. The coil break end is noted to be dark and pitted. The broken coil end was sent for scanning electron microscopy photos. The product analysis figures were reviewed. The photos show mechanical damage and a melted appearance due to an electrocautery tool. The anchor helical showed no anomalies. Both the white helical and green helical are stretched and misshapen, the white ribbon is creased, while the green ribbon is crushed, and both ribbons are partially detached. Continuity checks from the ring coil to the coil break showed no open circuit condition. Continuity checks from the ring coil break mate to the ribbon showed no open circuit condition. Continuity checks from the pin to the ribbon showed no open circuit condition. Pa worksheet reviewed and reflected report above. The allegation of lead fracture was confirmed. Other then the tube opening, ring coil break, and length of returned lead (stretched), the condition of the returned lead assembly is consistent with conditions that typically exist following an explant procedure.

Manufacturer narrative:
H3: code 02: device is currently undergoing product analysis.

Event description:
The suspect device has been received and is undergoing product analysis.

Manufacturer narrative:
H6, adverse event problem codes, corrected data: prior supplemental report inadvertently submitted without corresponding medical device problem code and investigation findings codes.